Event description:
A consumer's parent reported her daughter was treated for iritis in her right eye associated with wear of o2optix contact lenses. The treating eye care practitioner reported daily wear regimen with nightly care of lenses using clear care lenses using clear care lens care solution & replacement of lenses every 2 weeks. Diagnosis of acute anterior uveitis, right eye, with mild pain, 1-2 cells, no flare. Treatment consisted of predforte qx2hrs. The ecp stated this event is not related to contact lens wear. Event resolved with no reduction in visual acuity. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.